Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead and right atrial lead exhibited noise with isometric testing. The right ventricular lead also exhibited low impedance. During lead revision procedure, it was noted that both leads had insulation issues. The patient experienced pinches once in a while due to possible insulation anomaly. It was believed the insulation anomalies resulted from clavicular crush. Both leads were capped and replace. The patient was in stable condition prior, during, and post operation.